Manufacturer narrative:
The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, during laser assisted cataract surgery of the left eye an area of non-treatment and capsular tag occurred. A capsular tear originated at this adhesion and extended to the back of the capsule bag. A vitrectomy was performed. Additional information received; the patient is doing well and without complications.